Event description:
It was reported that the device had error code 357.6020. The pressure sensor was disconnected and then reconnected and the calibration passed but failed pressure disc accuracy. The pressure sensor was replaced and continued to fail pressure disc accuracy. The pressure sensor was calibrated and then passed calibration.

Manufacturer narrative:
The reported issue that the device had error code 357.6020 could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 13dec2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Manufacturer narrative:
The reported issue that the device had error code 357.6020 could not be confirmed. No product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 13dec2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
It was reported that the device had error code 357.6020. The pressure sensor was disconnected and then reconnected and the calibration passed but failed pressure disc accuracy. The pressure sensor was replaced and continued to fail pressure disc accuracy. The pressure sensor was calibrated and then passed calibration.